Event description:
Femostop hd placed for iabp removal. Unable to pump it up. Femostop hd replaced while manual pressure held and hemostasis achieved. Had to go get 2nd product from another room. There was minimal blood loss.